Manufacturer narrative:
Stricture is a known potential complication of endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The patient was treated with standard method of dilation.stricture is a known risk of endoscopic ablation therapy and can occur regardless of the type of ablation (radiofrequency, cryotherapy) used. There was no device malfunction during the initial ablation treatment.

Event description:
C2 therapeutics became aware of adverse event on (B)(4) 2018· subject was initially treated with the cryoballoon system on (B)(6) 2017. No issues with the device were reported during this treatment.· subject underwent a second cryoballoon treatment during the 3-month follow-up on (B)(6) 2018. No issues with the device were reported during this treatment.· subject received argon plasma coagulation (apc) during 6-month follow up on (B)(6) 2018.· subject subsequently complained of solid food dysphagia (i.e., difficulty swallowing) during the 9-month follow up on (B)(6) 2018.· during the 9-month follow-up esophagogastroduodenoscopy (egd) procedure on (B)(6) 2018, stenosis was seen at the gastroesophageal junction. The scope passed the lesion. An 18mm wire guided polyvinyl dilator was introduced for dilation successfully at the end of the exam with mild-moderate resistance.